Event description:
It is reported that a customer received a button error alarm on their insulin pump. The patient's blood glucose level was 229 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
The insulin pump passed displacement, rewind, basic occlusion, and occlusion tests. The device was unable to prime during prime test due to faulty force sensor resistor. The device had minor scratches to lcd window, cracked reservoir tube window, cracked reservoir tube, cracked reservoir tube lip, cracked belt clip slot, cracked battery tube threads, stained address and or serial number label, and stained end cap sticker.